Event description:
It was reported that during inferior mesenteric artery embolization, the interlocking arm mechanism broke. The target vessel was located in the inferior mesenteric artery. A 4mm x 15cm interlock-35 cube was selected to treat the target vessel. During procedure, when they tried to pull back the coil on a non bsc catheter the device would not come out. It was then noted that the interlocking arm mechanism broke. They pulled out the catheter and the coil as a unit from the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a coil and a pusher wire were returned for analysis. The delivery wire was severely kinked in the middle and both distally and proximally. The coil was covered in dried blood. The coil zap tip shape and surface was smooth. The interlocking arm of the main coil was not attached or returned for analysis. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire dimensions were found to be in specification. As the coil was damaged not all dimensions could be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the 035 interlock dfu (B)(4)states ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii diagnostic catheter.¿ the imager ii catheter is a product of boston scientific. The fact a non bsc catheter was used indicates the catheter was incompatible with this coil. (B)(4).

Event description:
It was reported that during inferior mesenteric artery embolization, the interlocking arm mechanism broke. The target vessel was located in the inferior mesenteric artery. A 4mm x 15cm interlock¿-35 cube was selected to treat the target vessel. During procedure, when they tried to pull back the coil on a non bsc catheter the device would not come out. It was then noted that the interlocking arm mechanism broke. They pulled out the catheter and the coil as a unit from the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is fine.